Event description:
The pt complains of pain in groin area. In (B)(6) 2012, pt reports that his chromium/cobalt levels were high.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.